Manufacturer narrative:
The technician found the side rail latch assembly was gummed up and sticky. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned the side rail latch assembly to resolve the issue. Based on this information, no further actions is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in the shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).